Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was reading inaccurately high. The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2011 at 4:30pm. At an unspecified date/time the patient reportedly obtained a blood glucose result of "471mg/dl" with the subject meter. The patient's testing frequency and usual blood glucose range are not known; however, according to the csr's documentation, the patient manages her diabetes with 8 units of novolog before meals and 35 units of lantus at night. According to the csr's documentation, the patient did not make any changes to her diabetes management routine following the alleged meter issue. At approximately 6pm that evening (on may 22, 2011) the patient reportedly developed symptoms of shaking, dizziness, and vomiting. It is not known if the patient associated her symptoms with high or low blood glucose, it is not known what the patient's blood glucose result was (with subject meter) at the onset or during her symptoms, and it is not known if the patient was suffering from any other health condition(s). According to the csr's documentation, on (B)(6) 2011 (at approximately 8:30pm) the patient reportedly went to the emergency room (ER); the reason for her ER visit is not specified. Prior to her ER visit, it is not known if the patient continued to experience symptoms; and if patient was continuing to experience symptoms, it is not known why the patient waited to go to the ER eight days after her symptoms began. It is not known if the patient attempted to administer self-treatment after her symptoms began and it is not known if the patient continued to test with the subject meter in the days leading up to her going to the ER. According to the csr's documentation, during the patient's time in the ER, the patient obtained a blood glucose result of "77mg/dl" with the ER/hospital meter (at 9pm) and was administered IV fluids; it is not known if the patient received additional medical intervention and it is not specified when the patient was released from the ER. At the time of troubleshooting, the csr verified the correct unit of measurement on the subject meter and noted that the blood glucose results were from the approved (per owner's manual) sample site. The csr noted that at the time of the alleged issue, the patient was using a new vial of test strip and the patient did not properly set the code number on the subject meter per owner's booklet recommendation. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
((B)(6) 2011) the meter involved with this complaint has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. 510(k) # is k061118.